Event description:
Event description boston scientific received information concerning that the battery of this implantable cardioverter defibrillator (ICD), included in an advisory population, may be depleting prematurely.